Event description:
It was reported that, during use, it was observed that a component was loose and still intact which could lead to inaccuracies. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that, during use, it was observed that a component was loose and still intact which could lead to inaccuracies. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.